Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. The sample was received in two segments which shared a complete break at the tubing/luer joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the break. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) of asdtf098 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf098) have been reported from the same facility.

Event description:
It was reported that the tubing on two port access needles cracked during placement of the needle. No other information was provided. This report address the second needle.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. The sample was received in two segments which shared a complete break at the tubing/luer joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the break. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) of asdtf098 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf098) have been reported from the same facility.

Event description:
It was reported that the tubing on two port access needles cracked during placement of the needle. No other information was provided. This report address the second needle.